Event description:
Following a successfully completed cryo ablation procedure for atrial fibrillation procedure, the patient was diagnosed with a pericardial effusion via a transthoracic echocardiogram two hours post procedure. A pericardiocentesis was performed to stabilize the patient. It is not known when, where, or what caused the perforation. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.